Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment ab in (B)(4) will be reported by us, the legal manufacturer, arjo hospital equipment ab in (B)(4) on behalf of our sales and distribution company in the (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation. Track wise ID.

Event description:
As stated by the customer 2010-(B)(6): resident transferred to the bolero stretcher with supervision using a grab bar. Once the resident was properly in position and secured in the stretcher the caregiver started to move the bolero into position over the tub. The caregiver was in the process of positioning the stretcher over the tub when she heard a crack. She noticed that the resident was now leaning towards the tub. Caregiver reports a second crack sound and that is when the resident fell further into the tub and bumped his head. During this time, the caregiver was trying to hold the lift and prevent the resident (who was properly secured to the stretcher) from falling all the way into the full bath tub. With assistance from other caregivers and using a full mechanical lift the resident was removed from the tub and bolero stretcher and moved to a safe position. (B)(4).